Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that button was occur when it was continually pressed more than 3 minutes. Customer stated that insulin pump was not exposed to change altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons functioned properly. No damage noted to keypad assembly, and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. (B)(4).